Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump¿s screen was hard to see. The customer¿s blood glucose level was 97 mg/dl. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
Device received with a constant blank and flashing white light on the display due to vertical cracked lcd controller electrical board. Unable to verify backlight anomaly, led anomaly and missing segment due to blank and flashing white light on the display.